Event description:
The user facility reported that the angio-seal device did not function properly. When pulling device back to seal, the suture broke below the skin. The collagen sandwich was in the patient, and they were unable to finish deployment. Femoral pressure was held, and patient is in stable condition. The procedure performed was a left heart catheterization (lhc). No blood loss was reported. There was no patient injury or surgical intervention required. Additional information was received on 23oct2024: a 6 french sheath was used during the procedure. The patient received an ultrasound post procedure to see if the collagen and anchor could be visualized. A pre-deployment angiogram is always performed at the facility, the technologist who was in the procedure stated that it looked like a vessel they would normally close with angio-seal. The case went well and was very straightforward. The sheath was inserted into the common femoral artery and diagnostic lhc was performed. The patient did have vascular disease and was a bka; however, it was not limiting to the study and arterial disease was not near the access site. The device worked and everything went smoothly until the drawback removal of the angio-seal device to expose the tamper tube and suture. Upon pulling the device back to seal the arteriotomy site the suture snapped inside the patient. Manual pressure was held, and an ultrasound was used post procedure to look for the device. Manual pressure was held post due to the reported event that occurred deployment.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the header bag, arteriotomy locator, hemostasis sheath, carrier tube, guidewire, and an opened foil pouch. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).